Manufacturer narrative:
(B)(4). Concomitant products: 1.5mm lock plate ty-shape cat# 131220154 lot#ni; unknown screw cat#ni lot#ni; unknown screw cat#ni lot#ni. Report source: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: plate and screw fixation is present at the proximal first metatarsal. The plate is fractured as well as at least three of the fixation screws. The metatarsal osteotomy is displaced. The fractured screws appear loose. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02736-3, 0001825034-2022-00556 , 0001825034-2022-00557.

Event description:
It was reported that the patient was revised due to a subsided and fractured plate and three fractured screws. The components were used for sphenoid osteotomy of the foot bone. Attempts have been made and additional information on the reported event is unavailable at this time.